Event description:
Event description guidant received information that the left ventricular (lv) thresholds have been increasing since implant, but now seems to be stabilizing. It was reported that an evaulation of the ICD noted premature battery depletion, most likely due to high output required for the lv lead.